Event description:
While treating a pt in cardio - pulmonary arrest the screen went from pea with underlying sr to asystole while quick combo pads were attached. When electrodes placed on pt (with 4 limb leads) monitors shows pea (pulses were gained and lost en route to hosp) 3 min after limb leads were placed on pt. Lp 12 screen automatically switched from limb leads to paddles. The lead select process failed and the monitor went back to slow limb leads. Once members disconnected quick combo pads the monitor showed limb leads approx 3 mins later the monitor switch to paddle and repeated the command to attach electrodes until machine rebooted.